Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report they have received a recoverable error three times during the procedure. The tse viewed the error logs and noted several 23062 errors reported by universal surgical manipulator (usm) 4, axis 6. The tse recommended reseating the sterile adaptor but there was no change. The tse had the customer emergency power off (epo) and power cycle the patient side cart (psc). The system powered up with no errors, but the error returned after the instrument was reinstalled and the usm went back into following mode. The customer was continuing with the procedure robotically; however, it was unknown to isi whether or not the user was able to use all four usms to complete the case, or if one was disabled. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator of the hospital informed isi that the initial reporter was no longer worked for the hospital. The robotics coordinator also stated that she had no additional information as she was not present during the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, which indicated that the fse went onsite and could not duplicate error 23062 on the system. The fse performed test drive with no issue found. The service notes further indicated that the fse had replaced usm 4 the day prior (B)(6)2022 and was concerned if the usm may have been a defect on arrival (doa). As a precaution, the fse then went ahead and replaced the usm to ensure the issue does not return. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and that the usm unit was received for evaluation and the failure analysis (fa) testing has been completed. The reported failure was confirmed through the logs, but was not replicated through in-house testing. The usm was tested on an in-house system in normal mode and triggered no errors upon start up. All tests that were performed passed. Components will be replaced as a precaution. This complaint is considered a reportable event due to the following conclusion: it was alleged that the customer was getting repeated recoverable errors on usm4 after the start of the procedure. Complaint investigation also confirmed that the field service engineer (fse) replaced the usm to prevent the issue from recurring. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.